Manufacturer narrative:
Evaluation summary: primary surgical notes, dated (B)(6) 2012, stated that the tha was for degenerative arthritis. The final tha was found to be stable through the rom with equal leg length and offset. No complications noted. Follow up visit notes, dated (B)(6) 2013, stated that the pt had intermittent groin pain occasionally with golf swing and right lower back pain. The pain was noted to be possibly from soft tissue impingement. The provided x-rays show a well positioned right tha. Based on the provided information, although not proven, the most likely cause for the pain is possibly from soft tissue impingement. However, a definitive root cause cannot be determined with the information provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt has right lower back pain.